Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported device damaged by another device resulting in difficulty to remove the clip from anatomy appears to be related due to user technique/procedural circumstances. The reported patient effect of mitral valve injury appears to be related to the procedural circumstances of troubleshooting and maneuvers. The reported patient effect of mitral valve injury, is listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedure. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other xtr cds referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the difficult to remove, device causing damage and leaflet tear. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds 80911u110) was advanced to the mitral valve, and a small clot was noted at the base of the clip. It was noted that the activated clotting time (act) was about 250. An additional 2000 units of heparin were given. The decision was made to deploy the clip without waiting for the clot to dissolve. After clip deployment, the cds was removed with the clot. The mr was reduced to 2-3. The second cds (80329u106) was advanced to the mitral valve and grasping was performed; however, the pressure gradient increased to 9mmhg. The leaflets were un-grasped, and the pressure gradient returned to the baseline (2mmhg). The second clip was not implanted. During removal of the cds, the clip became stuck on the posterior leaflet. Troubleshooting was performed to free the clip; however, the ntr clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The posterior leaflet was torn and the mr returned to 4; therefore, the patient was sent to surgery. No additional information was provided.